Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on june 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: the implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in loss of clinical benefit. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, june 29, 2017.